Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site and was treated with oral antibiotics (duration not reported). This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the device was explanted due to an unspecified infection. The patient has not been reimplanted with a new device as of the date of this report.